Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained ventricular oversensing episodes and inhibition of pacing. Isometric testing and lead provocative testing were performed with no oversensing found. Myopotential oversensing was suspected. Programming changes were performed and patient will continue to be monitored via merlin@home transmission. Patient condition was stable.